Event description:
It was reported, the patient had an "open" on 0 and 3 showing greater than 10,000. It was noted, the patient also had high impedances on 0 and 7 of 2500. The rest of the impedances were around 1200 ohms. Patient's battery was at 2.965 volts and it was noted, the voltage status was "okay." It was noted, the patient had two quad leads for subcutaneous stimulation. Prior to the visit, the patient was programmed on 0 and 3 with a voltage of 6. After reprogramming, the patient was getting good coverage and the patient was at 2 volts. Before reprogramming, the patient complained of a burning and stinging sensation. It was noted, it was thought "the 7 electrode was more superficial and closer to the skin than the 4-6 electrodes." It was unknown how long the patient had been feeling this prior to reprogramming. It was also noted since reprogramming was successful no immediate plans for further troubleshooting were planned.

Manufacturer narrative:
Product ID, 3888-56 lot# v650832, implanted: 2012 (B)(6), product type lead product ID, 3888-56 lot# v650832, implanted: 2012 (B)(6), product type lead product ID, 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).